Manufacturer narrative:
The lot was manufactured from september 24, 2020 - september 25, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. White mark was not observed inside the cap. The cap thread was not exposed and a white mark was not observed inside the cap. Functional testing was performed by filling the device with green colored water to the nominal volume. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The device was being monitored until the next day; no signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was discovered one day after connecting to the patient, during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.